Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice device. The patient stated that this occurred during the initial drain. The technical services representative (tsr) assisted the patient in clearing the alarm. During troubleshooting, an incomplete prime was noted. The patient will start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. An incomplete prime is a known cause of a system error 2240 alarm. The cause for the incomplete prime was not determined, as the disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.